Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports falling and hitting there hip where the ins is located on (B)(6) 2017. Since falling, the patient experienced pain, which is going down from the hip, and the incision area hurts. The patient isn't able to increase or decrease stimulation. Patient followed up with their healthcare provider (hcp) who instructed the patient to follow up with the manufacturing device company. Patient also reported feeling a couple of shocks and needed to turn stimulation off. Patient was able to sync to their ins and said therapy is on at program 3 at 2.4v. How to decrease stimulation and turn the ins off was reviewed. The patient was able to turn the ins off. Patient will follow up with their hcp because the manufacturing company isn't medically trained and can't provide medica advice. If the pain continues, the patient should consult their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.